Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
Patient reported woke to being completely soaked. Patient's pajamas and bedding were saturated. They stated the pump was leaking. The tubing had been leaking at the junction where tubing and pump meet. Patient states the entire bag leaked out. The pump was powered down and the line clamped. The catheter was removed and the remaining doses were lost. Patient is recovering from knee surgery. Remaining vtbi was 59.1ml. The air filter had 0.2 micron on it. Medication beihg infused was unknown. No patient injury reported.